Event description:
The light handle cover came off and fell into the surgical site.

Manufacturer narrative:
During a surgical procedure, the light handle cover fell off into the surgical field. The surgical site was irrigated with antibiotic solution. No further complication was reported. The light handle cover is manufactured by deroyal and they have been notified of the incident. The sample was not returned for evaluation and we have not identified a root cause. We have no trend for this issue with this component. No corrective action is being taken at this time.